Manufacturer narrative:
The pendant for the imaging system was returned for evaluation. Testing found that the pendant passed functional testing. However, it was noted there was wear on the pendant keys for gantry motion.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was identified the move enable signal was activated during bootup of the image acquisition system (ias) from the pendant. The pendant was changed. The firmware to the motion controllers was reloaded as a preventative measure. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system needed motion calibration upon boot up for a case. After the calibration was completed, x-ray was disabled. The umbilical was reseated but nothing changed. The site aborted using this system and used another system at the site. This was the third case of the day, the previous two had no issues. There was no patient impact reported and a delay to surgery of less than one hour.